Event description:
It was reported that the patient with this deep septal lead had exhibited infection and erosion. A revision was performed and the crt-d along with the right ventricular (rv) lead, this right atrial (ra) lead, left ventricular (lv) lead and deep septal lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).